Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that following a motor vehicle accident, the pt began to experience heating at the ipg pocket site during recharging. Surgical intervention was undertaken to explant and replace it with a different model ipg. No further pt complications were reported.